Event description:
It was reported that; the screw broke [head detached from shank]. It was reported that the unit had been originally implanted a couple weeks prior. It was reported that the patient required revision surgery to remove broken hardware.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection and x-rays. The tulip head was confirmed to be disengaged from the screw shaft. The event resulted in revision surgery. The reported screw has 50 degrees polyaxial freedom. The x-ray image provided indicates that the angulation of the screw to the screw tulip was more than 50 degrees, which may likely have resulted in the disengagement of screw shaft from the tulip head. It is likely that the tulip head disengaged due to excessive angulation of the screw.

Event description:
It was reported that; the screw broke [head detached from shank]. It was reported that the unit had been originally implanted a couple weeks prior. It was reported that the patient required revision surgery to remove broken hardware.